Event description:
"Pt receiving consolidation therapy with 6-mp daily, methotrexate weekly, predinsone day #1 through #5 every 4 weeks, and monthly vincristine. Pt. Was administered treatment in right hand. A few days later they developed a discolored and irritated lesion over the dorsum of the right hand, where their vincritine had been administered. The site was dressed and pt sent to plastic surgeon for follow-up. The pt has agreed to have port-a-cath placement for their therapy and is scheduled for surgery." Upon further query the following info was provided: the event was the result of user error. The site (right hand) shold never have been used for vincristine administration. It was not a product problem, but improper use of the device. The plastic surgeon was consulted and a dressing was applied, but no additional medical interventions were provided. The pt did not experience any adverse sequelae and has recovered from the event. The pt has a port-a-cath for their medication administration. Though requested, no additional info was provided.